Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three devices used in the same procedure. It was reported to boston scientific corporation that three rx locking device biopsy caps were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, the sponge inside the biopsy cap fell off into the scope. They removed the scope, and pushed the sponge out. The same issue occurred with two additional devices. It was reported that the procedure was completed with the same scope and a fourth rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.